Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image and e216 error message was electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and an e216 scope communication error code. There was no patient involvement.